Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a loose electrocardiogram connection was not confirmed. However it was noted that calibration of the stylus was not possible and that the touch screen was out of specification. The bezel assembly (touch screen) was replaced and calibrated, the stylus was added (the programmer was returned without one), new software was installed and the device was cleaned and then passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's electrocardiogram connector was loose. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.